Event description:
Customer called to report a drive tube leak after 1000ml processed and a centrifuge leak alarm. Customer stated the break occurred in the middle of the drive tube. Customer aborted the treatment and did not return any blood/blood products to the pt. Pt did not receive additional medical treatment due to the aborted treatment. Customer stated that the pt was stable. Customer stated both bearings were still in the bearing retainer clips. (B)(4) was dispatched for inspection of the instrument. The customer returned the kit and smart card for investigation.

Manufacturer narrative:
Batch record review of lot c303 was conducted. There were no non conformances for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot. (B)(4) has already been initiated to investigate cellex drive tube leaks/breaks. (B)(4): field engineer (fe) cleaned centrifuge from blood leak. Adjusted lower tubing lock. Performed system checkout procedure. Fe ordered 2 new centrifuge door shocks and will make arrangements with the customer to replace those at a later date. This assessment is based on info available at the time of the investigation. The customer returned the kit for investigation. That investigation is still ongoing. Therefore, no root cause can be determined at this time. A supplement will be filed when the product return investigation is completed. (B)(4).